Event description:
It was reported that during cystoscopy and transurethral resection of the prostate (turp), following insertion of the device, the physician noticed the tip of the instrument was not functioning properly. The device was removed and it was discovered the tip of the subject device broke off inside the patient. The broken piece was successfully retrieved without any complications. There were no further reports of patient harm.